Manufacturer narrative:
Unit received with constant insert battery alerts after battery insertion due to severe corrosion on battery tube. Unable to verify blank display anomalies due to insert battery alerts. Corroded battery tube spring. Moisture damage on motor assembly and force sensor assembly. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to insert battery alerts. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that insulin pump had blank display after receiving the new battery cap. Customer stated that current insulin pump was working well. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.